Manufacturer narrative:
Device analysis report attached. This report is submitted on november 29, 2023.

Manufacturer narrative:
This report is submitted on october 06, 2023.

Event description:
Per the clinic, the patient experienced recurrent pain and discomfort at the implant site. It was also reported that the electrode was exposed, resulting in the decision to explant the device. The device was explanted on (B)(6) 2023.